Event description:
It was reported that patients recharger screen was blank, but that they had still seen the green light on. It was noted that it had been like this for 5-6 days. Patient was unable to connect to their implantable neurostimulator (ins) with their patient programmer (pp). An over-discharge was suspected. Patient noted they had no stimulation sensation. Patient reported they had stopped feeling stimulation night previous to call. Patient additionally reported that they had fallen on (B)(6) 2013. Patient had sat in a broken chair and fell onto their left side where their implant is. Patient described that the plastic chair had ¿gauged¿ their leg. Additional information reported that patients recharger (insr) is dead. Patient was reported to be in pain and needs to charge their ins. It was clarified that patient had last charged the week previous to their fall (which occurred (B)(6) 2013). Patient stated that their insr was not charging. No anomaly was found with the returned recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).